Event description:
Programming information was received from the physician on the last successful interrogation with the patient. No other relevant information has been received to date

Manufacturer narrative:
G3. Date received by manufacturer (mo/day/yr); initial MDR reported incorrect aware date as 7/25/2023, while the correct aware date should have been 8/16/2023.

Event description:
Implant card was received reporting a generator replacement due to battery depletion. The explanted generator has not been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's device received an error code 128 when attempting to interrogate the device. This error code is usually indicative of electromagnetic interference interrupting a communication event. Multiple programming system were used in which the same error code 128 was seen. It was reported that the they had not run into this issue with other patient recently, but they did concede that they had not seen any other patient's that day. It was reported that the patient could still feel simulation. No other relevant information has been received to date.